Manufacturer narrative:
(B)(4). Submitted to FDA on: 02/16/2016.

Event description:
The following additional information was provided by the surgeon on (B)(6) 2016. Patient''s preoperative bcva: 20/30; preop iop: 18 mmhg. Most recent bcva: 20/20; most recent iop: 10 mmhg on (B)(6) 2016. Patient had a trabeculectomy on (B)(6) 2015. Iop elevation may have resulted in visual field loss, but this has not been checked yet. Surgeon''s opinion on etiology of iop rise was retained viscoelastic.

Manufacturer narrative:
MFR reference # (B)(4). Submitted to FDA on 9/7/2016.

Event description:
Additional follow-up was requested and on 9/6/2016 the surgeon provided the following details. The patient had elevated iop od after istent and elevated iop os after slt. Subsequently had trabeculoplasty ou at another office and the patient was lost to follow up.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Stent was observed to be in good position postoperatively. The device history records were reviewed and there were no non-conformances thought to be related to the reported event. Elevated intraocular pressure and decreased vision are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. (B)(4). Submitted to FDA on: 12/23/2015.

Event description:
One day postoperatively, the patient presented with elevated intraocular pressure. The surgeon consulted with the glaukos medical monitor and the following additional information was provided. Preoperatively, the patient was on 2 glaucoma medications and iop was in the teens. Istent surgery was uneventful. Postoperative iop increased to 40 mmhg on glaucoma meds and off steroids with subjective decline in vision several weeks postop. Stent observed to be in good position. Patient has been referred for trabeculectomy. Etiology thought to be inflammatory or angle decompression of outflow channels. Additional information has been requested.